Manufacturer narrative:
The device evaluation found a foreign material inside the nozzle. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. The legal manufacture could not confirm reprocessing was conducted in accordance with the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.